Manufacturer narrative:
The device was returned to the manufacturer due to a metal cylinder falling out. During the investigation, it was observed that the collet was covered in a black fluid and metal flakes. A sample was taken for further testing. This report will be updated if the results of the investigation require.

Event description:
It was reported that during a repair, the collet was covered in a black fluid and metal flakes. Since this was found during a repair, there are no reports of adverse consequences related to this event.